Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a mildly calcified common femoral artery after an interventional procedure. During the closure procedure, when the plunger assembly was pulled back no sutures were present. A second proglide device was used with the same results. Hemostasis was achieved with manual compression. The physician asked about problems in the lot#, similar cases reported and possible reasons for the incident. There were no adverse patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Device #2: part #12673-05, lot #870206h indicated is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found an anterior cuff-to-needle tip detachment during the needle plunger retraction as evidenced by a bent anterior cuff tab and damaged anterior needle barb. During testing, the plunger was reinserted and retracted successfully without any observable resistance that could contribute to the cuff-to-needle tip detachment. Based on the investigation findings, the root cause for the anterior cuff-to-needle tip detachment could not be determined. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.